Event description:
It was reported that the patient was seen for a device check in clinic. It was noted at that visit that the left ventricular lead output was programmed below the capture threshold. Multiple configurations with phrenic nerve stimulation were also noted. The device had been reprogrammed to this configuration. Due to these settings, there was period of time when the patient was not receiving pacing. The lead remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.